Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The main circuit board was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that during evaluation of an astral device, the main circuit board had a capacitor leak. The device was not in patient use when the reported event occurred.